Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was first increased by 3.7 mmhg. The physician determined that an additional adjustment was needed and the sensor baseline was then decreased 6.1mmhg during the same procedure. The resulting net baseline change was a decrease of 2.4mmhg from the original sensor baseline.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.